Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during preventative maintenance the centrimag did not pass the test twice. A replacement battery was being approved to troubleshoot the issue.

Manufacturer narrative:
Section b3: date of event corrected section d4: model number, catalog number, serial number, lot number and primary UDI corrected section g3: the initial report was submitted with an incorrect aware date of 04sep2024. The correct aware date is 03sep2024. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console not passing its battery maintenance test was not confirmed. Neither the centrimag console (serial number: (B)(6)) nor the internal battery were returned for analysis, and no log files were associated with the event. Additional information provided on 20sep2024 stated the reported event resolved upon the exchange of the internal battery, and that the battery was scrapped. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. C) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 and f2 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that exchanging the battery resolved the issue. The error was associated with failed preventative maintenance.